Event description:
Device malfunction: unable to recover embolic protection device with rc2. Time of malfunction: during the procedure. Symptom/ae: none. It was reported that during a right internal carotid artery stenting procedure, the low profile, flexible design recovery catheter (rc2) was unsuccessful in retrieving the filter basket. The shapeable tip design (rci) was used and the filter basket was recovered successfully. The physician reported that the pt's anatomical issues prevented the recovery system from advancing. There were no reported adverse pt sequelae. There was no additional info provided.

Manufacturer narrative:
Study event. The customer reported the device was discarded. A review of the finished device lot history record did not reveal any non-conforming material reports which could have contributed to this complaint. The device instructions for use notes on numerous techniques that can be used to assist passage of the recovery catheter if it has difficulty advancing through the deployed stent. Once technique is using the rx accunet recovery catheter (shapeable tip design-rci), the tip shape of the recovery catheter can be shaped. The reported event appears to be related to the circumstances of the case/operational context, and it does not appear to be related to a device quality issue.